Manufacturer narrative:
510k: this report is for an unknown dynamic hip system/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: saarenpää, I., heikkinen, t. And jalovaara, p. (2007), treatment of subtrochanteric fractures. A comparison of the gamma nail and the dynamic hip screw: short-term outcome in 58 patients, international orthopaedics, vol. 31 (1), pages 65-70 (finland). The aim of this non-randomised study is to compare gamma nail and dynamic hip screw (dhs) fixation in the treatment of subtrochanteric hip fractures derived from low-energy trauma in the elderly. Between 1991 to 1999, a total of 15 patients (3 males and 12 females) were treated with dynamic hip system (dhs). The mean age is 74.1 years (range 60¿88). The mean delay, operating time and hospital stay were 1.3 days (range 0¿4 days), 136.3 min (range 80¿220 min) and 7.4 days (range 2¿17 days) in the dhs group, respectively. The following complications were reported: 3 patients died, one of which lost to follow-up. 1 patient had fracture displacement (femoral medialisation) which was treated with dcs fixation. 1 patient had haematoma. 4 patients underwent reoperation due to complication. 2 cases had difficulties in reduction. 2 patients experienced breakage of the lateral plate was treated with grosse-kempf fixation and another with a longer plate. This report is for an unknown synthes dynamic hip system (dhs). This is report 1 of 2 for (B)(4).